Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not recognized on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 6 was not detected on the bus. A field service engineer replaced drawer board and pyxis module controller board on enhanced full-height drawer, but the issue persisted. Further, the engineer replaced drawer controller board, pyxis module controller board due to missing lights. The fse replaced inseparable magnet and tested in application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.